Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (pulse current faults) was confirmed. As received, the monitor failed a pulse test. The cause for the pulse test failure was isolated to oxidation on inter-pca connectors j1000, j1002, and j1003. The oxidation build-up on the tin connectors increased the resistance, causing the pulse test failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was causing pulse current faults.